Manufacturer narrative:
The referenced device was returned for repair. The evaluation confirmed the customer¿s reported issue as the no image/error e216 occurred. Additionally, noise appears on the screen when the cable unit is moved, and the ccd (charged coupled device) cable is corroded. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Event description:
Olympus (okr) field service engineer was informed that the customer high-definition autoclavable camera head reportedly had a no malfunction attributed to an error, e216 occurrence and the cover from switch button number 2 fell off which was found during preparation for use. No death, injury or harm was reported to olympus. The camera will be returned for service.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it¿s likely that the scope communication error (e216) was due to a faulty cable. The root cause of the faulty cable was unable to be identified. Olympus will continue to monitor field performance for this device.